Manufacturer narrative:
E. Facility name character limit exceeded (B)(6) hospital investigation: a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 3244507. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd q-syte closed luer access device leaks. The following information was provided by the initial reporter, translated from chinese to english: q-syte leaking, claim required, complaint response letter required, complaint receipt letter required, non-returnable defective product, photos available